Event description:
A problem was reported. Patient reported reading about another patient whose he stated was very knowledgeable about the pump, and this other patient has had several problems. According to the patient this other patient said that ¿if it¿s not in the intrathecal space, then you¿re only got two thirds of the medication.¿ a report will be provided if additional information becomes available.

Manufacturer narrative:
(B)(4).